Manufacturer narrative:
Concomitant product: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
The consumer reported the rechargeable device was located in her back. This implant never sat correctly when charging and the patient had difficulty charging it. The rechargeable devices were replaced due to normal battery depletion. It was noted when the patient got a new rechargeable device, she would need to have it moved to a different spot than before so it would charge more effectively. Relevant medical history included occipital neuralgia and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.